Event description:
It was reported that during insertion of an impella cp, there was increased bleeding from the sheath observed. The patient was transfused six units of packed red blood cells. The patient is in critical condition.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.